Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided on multiple occasions. Ketones were present, however, not discussed with the customers health care provider. Elevated blood glucose was addressed with a manual dose injection administered by the school nurse. The customer changed supplies and resumed insulin therapy. However, due to ongoing occlusion issues, the customer reverted to an alternate method of insulin therapy.